Event description:
It was reported that the right ventricular [rv] lead had increasing thresholds with loss of capture. It was also reported that the device was programmed to 6 volts. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.